Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient continued to decline with worsening heart failure, renal dysfunction with anuria, and multi organ system failure due to poor perfusion. Their lactate dehydrogenase (ldh) was severely elevated as well as the plasma free hemoglobin and international normalized ratio (inr) had been elevated previously despite lowering medication dose. Tissue plasminogen activator (tpa) was administered for suspected thrombus due to above normal power consumption on the ventricular assist device (vad) with several high watt alarms. Care and support were terminated, and the patient subsequently passed away.

Manufacturer narrative:
The pump was returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed an increase in power consumption on 08/may/2019 leading to parameters above normal operating range. Two (2) high watt alarms and three (3) low flow alarms were logged on 07/may/2019. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.